Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
It was reported as revision surgery: "patient developed cyst in the tibia and talus causing the implants to loosen. All implants removed. Age 63 gender female. "The previous surgery and the surgery detailed in this event occurred approximately 9 years apart. Item number: unknown. Item description: unknown. Lot number: unknown. Part revision: na. Product type: ankle. Manufacture date: unknown. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised item was not returned for examination, and the item and/or lot number were not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. No information was submitted with this complaint regarding any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.